Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device through an unspecified sized access site, the device malfunctioned. The device was removed and the suture from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to an unspecified size to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.